Manufacturer narrative:
The actual device was not returned for evaluation and testing; we will submit a follow up report when we receive the actual device.

Event description:
Per the reported information, while the physician was performing a procedure of fasciotomy on a right plantar with a tenex handpiece (tx microtip), the physician removed the handpiece from the patient and noticed the broken needle. The broken piece remained in the patient and the physician removed it easily by hand. Another tenex handpiece (tx microtip) was used to complete the procedure. There was no injury or adverse event to the patient.

Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects.